Manufacturer narrative:
Multiple attempts for product return and request for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.

Event description:
It was reported that half of the display of the device is not displaying anything or is un-readable. It was also reported that the device will engage in monitoring. There were no consequences or impact to the pt.